Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the procedure was being performed on a (B)(6) female pt in the emergency department. The physician was inserting the central line and the guidewire frayed. It is not known if there was a delay in treatment and there was no pt death or complications reported. No add'l info is available.